Event description:
(B)(4). In (B)(6) 2012, I had the essure placed soon after I experienced some pelvic pain during my menstral periods. But; in (B)(6) 2013, after a server gall bladder attack which lead to an emergency operation, the lab reports and CT showed that I was 5wks pregnant...which meant that the device failed. In (B)(6) of 2014, I had a tubal ligation done. The reason for the essure was to avoid surgery and it failed!